Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer¿s blood glucose level time of incident was unknown. Customer¿s blood glucose level was in 300 mg or 400 mg dl. Customer¿s current blood glucose level was 205 mg/dl. Customer stated that insulin pump had insulin flow blocked alarm resolved by infusion set change and infusion set cannula was kinked. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.